Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to cellulitis. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side removal due to "cellulitis." The device has been explanted.